Event description:
On (B)(6) 2013, the reporter contacted animas about another issue, and during that conversation alleged the following: the health care professional has informed patient that he is eligible for a new pump. Reporter then stated pump is emitting loss of prime/no delivery alarms more frequently than expected. Patient is able to prime, and pump works as usual until next loss of prime, not sure how many or what patient is doing at the time. Reporter said that last night patient's blood glucose (bg) was 200 mg/dl at 2:00am and 54 mg/dl at 4:00am, no symptoms reported. Reporter states the patient had heart surgery and has had trouble regulating bg since. Reporter does not have pump in had to trouble shoot, but states they have an appointment with the endocrinologist next week and will follow-up about the new pump afterwards. The bg excursion does not meet the criteria of an adverse event and can be attributed to the recent surgery. This complaint is being reported because the alarm issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.